Event description:
It was reported that the patient had a controller exchange on (B)(6) 2021 for signs of oxidation on a cord for the controller.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller being exchanged due to signs of oxidation on the power cable was not able to be determined. The system controller, serial number (B)(6) was not available for evaluation. Per the provided additional information, there were no log files retrieved at the time of the exchange and the system controller will not be returned for analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate ii instructions for use section 8 - ¿equipment storage and care¿ and heartmate ii patient handbook section 6 - ¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The required steps for replacing the running system controller with a backup controller are also addressed in the patient handbook. This section cautions the users: if at all possible, do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions including calling the hospital if instructed. No further information was provided. The manufacturer is closing the file on this event.